Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a dermik medical advisor and forwarded by our local affiliate (B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy on (B)(6) 2009 on the eye rings. Relevant medical history and concomitant medication info were not mentioned. On an unk date, poly-l-lactic crystals accumulated on the left eye ring, and linear-shaped over-correction on the right eye right (over the malar) appeared. Saline solution was injected as corrective treatment, but the event remained ongoing. The physician stated that he would inject a corticoid (nos) and prescribe corticoid therapy as add'l corrective treatment (not initiated at the time of reporting).

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: possible.